Event description:
Emergency room physician reported pump alarm. Patient was scheduled for pump reservoir refill. Source of alarm was not determined because there's no physician programmer available at this hospital. The possible alarms include a low reservoir volume, or a low battery alarm. The pump has been implanted for approximately 36 months. The patient was reported to be asymptomatic, and reported no therapeutic changes from drug infusion therapy. Hcp confirmed that patient was seen in the clinic following the reported event and was reported to be doing "fine". Additional details regarding reported event have been requested from the hcp, but are unavailable at the time of this report. A follow up report will be sent when new information is received.